Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was exchanged for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned modular cable was evaluated following a return for an unknown reason associated with no external power on the mobile power unit (mpu). Downloaded log files did not indicate that the modular cable was correlated with the reported no external power on the mpu. Routine events were observed throughout the log file including power source exchanges. The modular cable was tested and the results did not indicate that the modular cable was correlated with the reported no external power on the mobile power unit. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the modular cable was returned and the associated patient with the event); however, no additional information was provided. The reported no external power on the mpu was not correlated to an issue with the returned modular cable. Lot number was not provided, a device history record (DHR) review was not performed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.